Event description:
It was reported that the device showed service error last error code 1870. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. Service history identified no similar complaints in the last 12 months. The reported issue was confirmed, and the root cause of the problem was a faulty mainboard was causing the error code 1870. Further investigation identified that the device also required the real time clock (rtc) battery, downstream occlusion (dso) sensor and rear case to be replaced in order to pass functional and accuracy testing. The downstream occlusion sensor had a minor chuck missing from the sensor which meant if failed the visual inspection as per sr-1166. After a mainboard replacement the pump would now infuse without alarming 1870. T he mainboard was replaced to fix the issue. The dso sensor and motor were also replaced as a preventative measure.